Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00784802400, modular neck, lot # 60958598, item # 00801803602, femoral head, lot # 61199505, item # 00625006525, bone screw, lot # 61185878, item # 00630505636, liner. Lot # 61127748, item # 00771301000, femoral stem, lot # 61053576. Mw5077762 multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00578, 0001822565-2018-03853, 0002648920-2018-00579, 0001822565-2018-03293, 0001822565-2018-03292.

Event description:
It was reported that a patient is experiencing pain, weakness, and elevated cobalt levels approximately 9 years post implantation. Attempts have been made, and no further information has been provided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.